Manufacturer narrative:
Method: a therapy cool flex catheter was received fro evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using a therapy cool flex catheter during an ablation procedure, the irrigation port detached. The non-sjm generator was set at 30 watts. After several radio frequency applications in the left atrium the 'check flow' error message was displayed on the generator and no temperature drop was noted. The catheter was removed from the pt and inspection revealed the irrigation port had separated from the handle of the catheter. The procedure was completed with another therapy cool flex catheter. There were no adverse consequences to the pt.